Event description:
The customer reported being hospitalized due to low blood glucose of 30mg/dl. The customer stated her glucose was low when she woke up, and her spouse called the ambulance. The customer stated that the incident happened a while and does not remember any details. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.mfg. Report 1 of 2, medwatch report # 3004209178-2013-91034.mfg. Report 2 of 2, medwatch report # 3004209178-2013-91035.